Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation evaluation: the clip was returned in the closed position deployed from the deployment device. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described because the clip was received already deployed from the catheter. During a functional test, the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gastrointestinal (gi) position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, coil catheter and internal clip components (distal end device components), showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device (clip deployed). The clip being deployed from the catheter prevented a complete functional evaluation of the device. In addition, the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) state: "endoscope must remain as straight as possible when inserting or withdrawing device." The IFU states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. The clip fell off before it was deployed. The physician used a different technique to continue the procedure. The additional information indicated that the clip deployed while advancing down the endoscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.